Event description:
It was reported that the pulse fire on 3rd/4th fire it got stuck. Tried flipping battery but same issue continued. No patient harm.

Manufacturer narrative:
(B)(4) date sent: 11/28/2023 d4: batch # 229c67 b3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: please clarify what is meant by 'it got stuck'? The stapler was midway through firing the first load, while pulse firing (very slowly) and the jaws locked out on the tissue. Would not open to remove from tissue. Does the surgeon use a pulse firing technique or continuous firing? Yes. She closed the jaws over the course of 10 minutes to allow for compression and the fellow pulse fires over the course of 5 minutes. How was the device removed from tissue? We had to take out the battery & put it back in, then hit home and were able to open the jaws. How was the surgical procedure completed? The surgeon lost confidence in the stapler and did the rest of the pancreas transection with a bovie and suture what was the surgical procedure? Distal pancreatectomy was this the 3rd/4th pulse of the device or 3/4th firing of device? This was the 3rd/4th pulse fire. First reload of the device. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with two gst60b reloads present. The reload (b) was received partially fired 1/2. The reload (c) was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 229c67, and no non-conformances were identified.